Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7342787; medical device expiration date: 2019-11-30; device manufacture date: 2017-12-08. Medical device lot #: 8010510; medical device expiration date: 2019-12-31; device manufacture date: 2018-01-10. (B)(6). Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for missing cannula with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented. Based on evaluation of the customer photos, the customer¿s indicated failure mode for missing cannula with the incident lot was observed.

Event description:
It was reported with the use of the bd vacutainer® plastic urine collection cup there was an issue with leakage/missing needle. It was stated ¿the device does not have needles in the transfer cannulas.¿ there was no report of injury or further medical intervention.